Event description:
It was reported that during a change-out procedure, the physician had difficulty getting to the setscrews of the chronically implanted "y" adapter in order to remove it from the patient. The physician eventually was able to "pry past" whatever was covering the setscrews and was able to unscrew the adaptor from the leads. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was foreign material on the outer insulation and the outer insulation had a cosmetic depression. The analyst commented that it appeared that the physician had added medical adhesive to the setscrews and that this was the noted foreign material.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.